Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date - the device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a foreign material was found in the sterile packaging.

Event description:
It was reported that a foreign material was found in the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: a substance was found at the tip. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the inner blade was removed or slightly moved from the housing and push back inside the housing. The improper cleaning process, qc incoming, and in-process inspections.